Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a physician regarding a patient undergoing a sacral nerve stimulator implant after a trial. The rep reported the ins impedances were in range except for the 1-2 combination that was greater than 4000 ohms. This ins is currently implanted. No symptoms were reported. Neither the patient nor physician has reported any issues to the rep since the implant.

Event description:
Additional information was received from a manufacturer representative. It was reported that the amplitude was increased as high as 3.0 volts and the pulse width was increased up to 330. They continued to get high impedance readings on only the electrode 1 and 2 combination. No cause was determined. Since the physician was getting the appropriate motor response on each electrode, they closed the incision with the battery in place and the patient was implanted. After the procedure, the patient felt the stimulation on each electrode at low voltage. She was set on c4 at 3 negative, 0 positive at 1.4 volts. She came into the office for follow-up on (B)(6) 2016 and didn¿t report any issues or concerns. She had another follow-up scheduled for (B)(6)2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.